Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2010v and couldn't get the lens to center properly in the eye. The surgeon removed the lens and replaced it with another type lens with no pt injury or sutures needed.

Manufacturer narrative:
Eval: results: a visual inspection of the returned product shows no visible damage to the lens. There was clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.